Event description:
A report was received that the pt was explanted because she had multiple burns over the implant site. The size of the burn was unk. The pt used multiple charging methods and the charger was not applied directly at any time. The pt did not receive treatment for the burns. While charging, the pt used washcloths between the charger and her skin.

Manufacturer narrative:
The device involved in the complaint will not be returned to bsn because it was discarded by the medical facility.